Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the tip of the set screwdriver broke and became loose, causing it to spin freely in the set screw recess. Instead of tightening the set screw into the tulip. No surgical delay reported. Procedure was successfully completed. This report is for one (1) expedium spine system single inner inserter 5.5 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.